Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of a 55 mm abdominal aortic aneurysm. 10 endoanchors were implanted successfully. An endurant cuff was also implanted. An anuerx stent graft had also been previously implanted on an unknown date. At the time of the implant of the endoanchors, the aortic diameter at 1 mm, 10 mm and 15 mm below the lowest renal artery was 28 mm. The aortic diameter at the distal end of the proximal neck was 28 mm. The proximal aortic neck angle was 30 degrees. There was localized calcium present at the seal zone, covering 30 % of the circumference. It was reported that on the approximatley one month post implant, the patient experienced hematuria. The patient received medication and the event was resolved with treatment. The investigator assessed the event as probably related to the index procedure. No additional clinical sequelae were reported and the patient is fine.